Event description:
It was reported that the patient was recently implanted and took the binder off due to postoperative bleeding. It was noted that the binder was extremely tight and after taking it off, the patient experienced dizziness and loss of consciousness. The patient reported no pain and no other issues with the spinal cord stimulator (scs) device and was referred to a local emergency room (ER).